Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump presented an ¿unable to proceed¿ alert during rewind and fill tubing, with the caregiver noting a cracked cartridge and audible cracking in the chamber; the user experienced hyperglycemia to 385 mg/dl for approximately four hours and transitioned to back-up therapy with subcutaneous insulin via mdi while a replacement was arranged. Symptoms included hyperglycemia without reported ketone testing, medical intervention, or hospitalization. Outcomes included temporary interruption of insulin delivery and use of back-up therapy. Investigation included troubleshooting and education by customer support and initiation of device replacement. Investigation of this case revealed a suspected device malfunction associated with the infusion/insulin delivery pathway and cartridge component, consistent with an occlusion-type condition leading to the ¿unable to proceed¿ alert. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical issue related to faulty motor.